Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, the green check mark was illuminated before device was fired. Surgeon was afraid the device would not function. Anvil from previous device was used in proximal colon to complete anastomoses. A new stapler was opened and used to complete case. There were no adverse consequences for the patient.